Manufacturer narrative:
Methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The event is non-verifiable.

Event description:
It was reported that a mobi-c device was removed after the patient tested positive for type IV allergy associated to the metals in the disk 3 months post-op. The allergy included whole body atopic rash and lethargy. The symptoms cleared up within two months of the removal. The disc was replaced by a fusion construct.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device was removed after the patient tested positive for type IV allergy associated to the metals in the disk 3 months post-op. The allergy included whole body atopic rash and lethargy. The symptoms cleared up within two months of the removal. The disc was replaced by a fusion construct.